Event description:
Incident description: the vascade did not deploy. Collagen plug visible. There were no patient complications. In the operative note: "vascades were used in the bilateral groins. No need to remove the figure-of-eight stitches."